Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the forceps elevator had foreign material. This is likely due to insufficient cleaning. Other observations for the device are: distal end rubber coating (a-rubber) is dirty; connecting tube is dirty and has a dent and a wrinkle; distal end has corrosion; due to wear of angle wire, bending angle in right direction does not meet the standard value; and due to wear of forceps elevator lever, up/down knob cannot be locked securely. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was inspected and evaluated for the customer for an annual inspection. There is no patient involvement and no harm reported to any patient. Upon evaluation of the device, it was observed that the forceps elevator had foreign material. This is likely due to insufficient cleaning. This medwatch is being submitted for the reportable issue of foreign material found in the forceps elevator during device evaluation.

Event description:
Correction nov 7, 2022: the event is not an annual inspection. Customer reported issues of bending cover being dirty, distal end being corroded, insertion tube being dented and wrinkled, and angulation not reaching specified standards. A full inspection of the returned device was performed as the device was due for an annual inspection. Addendum nov 7, 2022: the device with the foreign material was not used on a patient. Customer follows instructions for use (IFU) for reprocessing. The start of the pre-cleaning was not delayed after the procedure. The manual cleaning was performed right after the procedure, and the device was soaked into high level disinfectant (metricide) for about 10 minutes.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Customer provided information on reprocessing performed at the facility. An air water channel cleaning adapter is used for pre-cleaning, which is performed immediately after a procedure. Detergent used is dermistat. The endoscope channels are brushed during manual cleaning with reusable olympus bw-20t brush. Cleaning disinfectant used is metrix metricide glutaraldehyde solution 28 disinfecting. The forceps elevator is moved to raise and lower three times in water during aspiration. The forceps elevator is brushed using the required type of brush model (olympus bw20t) to ensure that the endoscope is thoroughly cleaned before and after the procedure. The forceps elevator is operated in the recommended dermistat detergent solution: the forceps elevator flushed appropriately using the 30ml syringe. This is performed at least three times or until no bubble from the detergent used exits the distal end of the endoscope. The distal end is brushed with the channel-opening brush or maj-1888. An automatic endoscopy reprocessor (aer) is not used at the facility. The endoscope is dried manually. When there are many procedures, the facility may use a clean tissue/os to thoroughly wipe the endoscope outer surface, or the endoscope may be dried by air drying in the storage cabinet. The endoscope is stored in a safe storage cabinet usually by hanging the endoscope in a vertical position without touching any hard objects such as the floor.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is due to the corrosion identified as foreign material remained in the device. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states infection risk caused by insufficient reprocessing as follows: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.